Event description:
It was reported that this pacemaker recorded two signal artifact monitoring (sam) episodes due to oversensing of atrial fibrillation. This resulted in the minute ventilation (mv) feature being automatically disabled. All impedance measurements were within normal range. Technical services provided the healthcare professional with programming options. This pacemaker remains in service.

Event description:
It was reported that this pacemaker recorded two signal artifact monitoring (sam) episodes due to oversensing of atrial fibrillation. This resulted in the minute ventilation (mv) feature being automatically disabled. All impedance measurements were within normal range. Technical services provided the healthcare professional with programming options. This pacemaker was explanted due to an upgrade with a non-boston scientific product. No additional adverse patient effects were reported.

Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Investigation of the available information determined this device exhibited incorrect categorization of atrial arrhythmia(s) as mv noise. The conclusion code was updated to cause traced to device design.

Manufacturer narrative:
The device has been returned, analyzed and it met spec. Investigation of the available information determined this device exhibited incorrect categorization of atrial arrhythmia(s) as mv noise. The conclusion code was updated to cause traced to device design.

Event description:
It was reported that this pacemaker recorded two signal artifact monitoring (sam) episodes due to oversensing of atrial fibrillation. This resulted in the minute ventilation (mv) feature being automatically disabled. All impedance measurements were within normal range. Technical services provided the healthcare professional with programming options. This pacemaker was explanted due to an upgrade with a non-boston scientific product. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction h1: malfunction report. The device has been returned, analyzed and it met spec. Investigation of the available information determined this device exhibited incorrect categorization of atrial arrhythmia(s) as mv noise. The conclusion code was updated to cause traced to device design.

Event description:
It was reported that this pacemaker recorded two signal artifact monitoring (sam) episodes due to oversensing of atrial fibrillation. This resulted in the minute ventilation (mv) feature being automatically disabled. All impedance measurements were within normal range. Technical services provided the healthcare professional with programming options. This pacemaker was explanted due to an upgrade with a non-boston scientific product. No additional adverse patient effects were reported.